Event description:
The customer reported the ventilator would not deliver a flow or volume. The cusotmer did not know if the ventilator was in use on a pt at the time of the reported problem, but there had been no pt harm reported.